Manufacturer narrative:
Correction to field d5: operator of device. Correction to field d6a: implant date.

Event description:
It was reported that the deep brain stimulation (dbs) lead was visible through the left burr hole cover site. The patient underwent a revision procedure where a new suture was made to address the issue. The patient also believed that there may have been an infection present. The physician confirmed that there was no infection but decided to administer antibiotics as a precaution. The patient was doing well postoperatively. Additional information was received indicating that the symptoms the patient experienced was pain, discomfort, edema, inflammation, swelling and redness at the site of the dehiscence.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event - exact event date is unknown. Additional suspect medical device component involved in the event: product family: dbs-lead fixation upn: m365db4600c0, model: db-4600-c, batch: 34785198, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) lead was visible through the left burr hole cover site. The patient underwent a revision procedure where a new suture was made to address the issue. The patient also believed that there may have been an infection present. The physician confirmed that there was no infection but decided to administer antibiotics as a precaution. The patient was doing well postoperatively.